Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to the reported event of failure to capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented with syncope. Upon interrogation a loss of capture was observed. The device was explanted and replaced to resolve the event. The patient was stable.